Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. The patient's most recent remote transmission revealed atrial lead noise. The physician elected to explant and replace the lead during the generator change. The patient was stable.